Event description:
Related manufacturer report number: 2017865-2021-35088. During a remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead. Pocket provocation testing was performed and noise and oversensing was reproducible on the ra lead, but not the rv lead. The device was reprogrammed to resolve the event and the patient was in stable condition.